Event description:
Rayner intraocular lenses limited received notification from the us distributor that a us healthcare facility had reported an event that occurred during use of a c-flex aspheric 970c intraocular lens (iol). The event description provided states that the lens haptic broke during use.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings; our review of production records for the c-flex aspheric 970c iol batch 082e39283 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol ((B)(6) 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 082e39283.